Event description:
It was reported that during an ankle fusion procedure using 6.7 screws with washers, while entering the bone, the surgeon hit the threads of an already placed screw and the distal tip of the drill broke off (about a 2mm piece). The surgeon was unable to retrieve the broken piece and it remained in the patient. The surgery was completed with no additional complications.